Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a tiny hole was noted on the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There have been no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a tiny hole was noted on the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter address 1: (B)(6). Problem code 1504 captures the reportable event of balloon pinhole. Investigation results: a visual examination of the returned complaint device found several quantity of dry contrast inside the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed by attaching the device to an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.